Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On unreported date, the patient was treated with ceftazidime (1.5gm daily, route and duration not reported) and cefazolin (1.5 gm daily, route and duration not reported) and heparin (1cc, route, frequency and duration not reported) for the peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.